Manufacturer narrative:
Correction: d9: device available for evaluation, h3: device evaluated by mfg? H3: device evaluated by mfg? The complaint device was not returned to the manufacturer. Investigation ¿ evaluation: it was reported that wire included in the wayne pneumothorax tray fractured during an unknown procedure for a patient of undisclosed age and gender. At this time, no harm to the patient has been reported. No additional information has been provided. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was able to narrow the lot down to two potential lots. A review of the device history record (DHR) found potentially relevant quality control discrepancies, in which all devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information: instructions for use: ¿6. Advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the lure lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ evidence provided by the dmr, IFU and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible the wire guide was withdrawn while inside the needle causing damage to the wire guide; however, cook cannot confirm this without more information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that wire included in the wayne pneumothorax tray fractured during an unknown procedure for a patient of undisclosed age and gender. At this time, no harm to the patient has been reported. Additional information regarding event details and patient outcome has been requested but is currently unavailable.